Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had no delivery alarm during manual prime. Customer stated that insulin exit tubing with manual plunger push. Customer stated that after rewind, reinsert reservoir into insulin pump and run manual prime to at least 5.0 unit, insulin pump alarmed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.